Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What caused the bleeding? How much bleeding occurred? Did the patient receive any blood products? Did the cartridge fall into the patient? If yes: how was the cartridge retrieved? How was the procedure completed? Was there any patient consequence?

Event description:
It was reported that during an unknown procedure, by taking the last shot, the gold reload moved producing tissue bleeding. They tried to load new gold reload causing the same situation. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Batch # m53d5f. The analysis found that one ple60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (a) ecr60d, (B)(4) was received fully fired and with cartridge deck damaged and some drivers. Cartridge (b) ecr60d, (B)(4) was received fully fired and in good visual conditions. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.